Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It has been reported that one bd micro fine plus¿ pen injector needle has been found missing label information before use. The following has been provided by the initial reporter: when the box was opened, there was no printing of individual packaging.